Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer states that the device displays a red x, pacer malfunction. No patient involvement was reported.